Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.(B)(6). (Model #) corrected from 22041 to 24089. (Lot#) corrected from 5n181 to a16a737.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported spco measured value was higher than other dci-dc3s. No patient impact or consequences were reported.